Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, on the last vein, the guidewire got stuck. The wire could not be removed from catheter. There was tissue seen at the tip of the catheter. The catheter was replaced and the procedure was completed without patient complications.